Event description:
It was reported that during a da vinci si hysterectomy procedure, arcing was observed on monopolar cautery scissors (mcs) tip cover accessory that was installed on the mcs instrument, and the patient's uterus was burned. The customer replaced the mcs tip cover, but the issue re-occurred. The customer used a third mcs tip cover to complete the planned surgical procedure.

Manufacturer narrative:
Intuitive surgical contacted the initial reporter, registered nurse (B)(6), and she indicated that the patient's uterus was burned while it was being removed during a hysterectomy procedure. The tip cover was discarded and is not available for investigation; the root cause of the customer reported failure mode cannot be determined.